Event description:
It was reported that on: (B)(6) 2012: patient was implanted with rhbmp-2/acs , actifuse, rods and screws.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l4-5 with an interbody spacer and rhbm p-2/acs. Post operatively, the patient developed significant pain in the area of the fusion surgery and extremities. The patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.